Manufacturer narrative:
Bd received 1 photo from the customer in support of this investigation. Evaluation of photo indicated tube with a bit of plastic scraped inside. 100 retained samples were visually inspected, and no damaged tubes were found. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was a molding defect in the tube. There was no report of impact on the patient or user.